Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). B3 date of event - correction h2 correction.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on 10/23/2024. The patient reported they had inaccuracies for 2 days and gave examples of a cgm reading of 72 mg/dl, and a blood glucose reading of 68 mg/dl, and a cgm reading of 72 mg/dl, and a blood glucose reading of 51 mg/dl. All the reported examples were before any treatment was given. On the day of the event, the patient was outside of the house and had no blood glucose meter with her. The patient felt dizzy and eventually passed out. When her husband performed a fingerstick the cgm reading was 79 mg/dl, and the blood glucose reading was 25 mg/dl. The patient was treated with by their husband with a glucagon injection. No further treatment was needed after this, and at the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid during the time the patient was symptomatic. The reported glucose values fall within the a zone of the parkes error grid for the reported examples for comparison in values. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.